Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had an electrical reset; a power on reset (por) occurred due to a "divide by zero" issue. The por was a "ride-through" reset and the device continued to operate as programmed, however the device was reprogrammed to turn left ventricular capture management (lvcm) off and it remains in use. No patient complications have been reported as a result of this event.